Event description:
Multiple teleflex multilumen access catheters noted to have discoloration upon opening of sterile packaging. At least 5 catheters from lot13f22h0464 affected. FDA safety report ID (B)(4).